Manufacturer narrative:
(B)(4).

Event description:
It was reported, that signal loss over one hour occurred. The product was evaluated. An exterior visual inspection was performed and failed. Receiver charge and boot was performed and failed. The receiver log cannot be downloaded, due to usb connector damaged. The allegation could not be determined. A probable cause could not be determined, as the allegation was not found. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).